Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level as they declined to answer whether it exceeded 500 mg/dl. The issue was resolved after cts provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes appear.